Event description:
It was reported that after the lesion had been crossed, the distal tip of the recanalization catheter detached in the sfa during retraction. The detached segment was successfully retrieved using a snare. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.